Event description:
It was reported that the devices were explanted because of infection. Patient was without injury.

Manufacturer narrative:
(B)(4). Functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.